Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position, flap dislodgement, and flap wrinkling are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. One day postoperatively, the patient presented with a dislodged flap and significant flap striae that caused the inlay to shift superiorly and temporally. The inlay was explanted and the flap was floated in order to address the flap complications and inlay decentration. The surgeon plans to implant another inlay in 2-4 weeks. The patient was not wearing the recommended protective eyewear and eye rubbing is suspected. Additional information is being requested.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon provided the following new information. Preoperatively the patient's bcdva was 20/20. The initial surgery to implant the inlay was uneventful and the flap looked perfect postoperatively. The patient reported eye rubbing and then experiencing some pain and blurry vision. The inlay decentered inferiorly at the pupil margin. Bcdva was not measured prior to explant, but there was no adverse impact on visual acuity. The patient underwent lasik in both eyes and has an excellent prognosis; once vision is stable, a new inlay will be implanted. At last examination on (B)(6) 2017, the patient's bcdva was 20/40. The inlay decentration was attributed to eye rubbing and flap shift.